Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge. The user's blood glucose (bg) level was 406 mg/dl. User addressed bg level with a manual injection.